Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A functional test and a visual inspection was performed to further investigate the reported issue. The issue was duplicated; investigation found that the lcd screen was damaged. The lcd display will be replaced.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the pump became defective after a leaking administration set. Homecare needed to go to patient's house to change administration set and pump. It is unknown if there was a patient, or clinician injury associated with this occurrence. No further information is available.